Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unable to verify missing segments or partial display due to blank display. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with cracked battery tube threads, minor scratches on case, keypad overlay texture damage, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s mother reported having problems with the display, it is not clear. The customer did not troubleshoot the issue. The customer was advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.